Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump wake button has been difficult to turn the pump screen on. Once the pump is plugged in, the screen comes on. When the customer pressed the button with more force, the button worked. Blood glucose was 100-200 mg/dl.